Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had renal failure and hemolysis. The patient refused a pump exchange, and expired on (B)(6) 2012 after withdrawing support. The hospital reported that there were bearing clots in both the inlet and outlet ports.